Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported they obtained readings of 342 mg/dl and 89 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be submitted when the investigation is complete.